Event description:
After g3 surgery, femoral head necrosis was found. Patient was revised to uha.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. This event was reported during a national surgery meeting and no further information was available. Reviewing the literature and the indication of the hansson pins (reduce the risk of avascular necrosis), it's unlikely that the pins caused this adverse consequence. This can happen under certain conditions like poor fixation. Based on the literature review, this event cannot be attributed to the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
After g3 surgery, femoral head necrosis was found. Patient was revised to uha.